Event description:
It was reported that a malfunction occurred on the customer's pump showing error code malf 3, which was not resettable. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support decided to replace the pump, advising the customer on receiving and storing the replacement. The customer agreed to return the malfunctioning pump using the provided pre-paid label within ten days, and no backup insulin therapy was available at that time.